Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm. The currents are within specifications and passed the rewind, basic occlusion, prime and displacement tests. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer received motion sensor test failure alarm. The customer's blood glucose level at the time of incident was 325mg/dl. The customer treated with bolus. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.